Manufacturer narrative:
On may 2nd, 2023, tandem diabetes care was informed of an update regarding the customer's pump issue: "the pump charge and discharge normally." The pump was found to be functioning properly.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. The customer¿s blood glucose level was not impacted. No additional details were reported for this event.